Event description:
Received information stating that due to a ventilator malfunction, patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).